Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable pacemaker was diagnosed with subclavian stenosis. In addition, the patient also reported defects of equipment. Boston scientific technical services (ts) referred the patient back to the physician to discuss diagnosis and if any interventions needed. This device remains in service. No adverse patient effects were reported.